Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the driveline (dl) sheath of the ventricular assist device (vad), which was previously repaired, exhibited damage due to wear and tear over time. The dl cable was identified as the involved component. Servicing was required. The vad was not stopped and the patient did not require prophylactic treatment. The vad dl remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) was not returned for evaluation. Review of the vad's service history records indicated that the device was previously serviced and the repair actions were verified. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing issue. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to a previous sheath repair. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. The most likely root cause of the driveline sheath repair damage may be attributed to factors such as normal wear over time or improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.